Event description:
A surgeon reports that four months following intraocular lens (iol) implant surgery, a pt's distance visual acuity is 20/33. The surgeon performed a refractive enhancement one month following implant surgery. Following surgery, the surgeon observed a deposit at the level of the diffractive boundaries on the iol. The surgeon believes that the iris is rubbing over the optic and leaving the deposit. The surgeon has performed a posterior optical coherence tomography (oct) and the macula is normal.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested and received. This report was mailed to FDA on: 07/03/2008.